Event description:
It was reported that the procedure was to treat a ostial right coronary artery. The 5.0x15mm nc trek balloon dilatation catheter was noted to separate during removal of the device as the balloon got caught on the edge of the non-abbott guide catheter. The separated piece was snared from the left iliac artery. Another nc trek balloon was used to successfully complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported by the account that since resistance was met with the edge of the guiding catheter during attempts to remove the device, force was applied and the bdc separated. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the violation of the IFU contributed to the reported separation as the device separated after force was applied. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device; however, the reported separation appears to be related to user error/operational context. The additional treatment and removal of foreign body appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.